Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a business partner. It was learned that the patient felt "crummy" because the pump stopped and the patient was doing well after the pump was replaced. It was noted there was nothing wrong with the baclofen. No additional information was provided.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a physician via a company representative. As per the pump¿s logs, a motor stall occurred on (B)(6) 2017 at 02:33 and a stopped pump period may exceed tube set message occurred on (B)(6) 2017 at 02:23. The logs indicated elective replacement indicator (eri) was at 23 months. Also per the pump¿s logs, the following medications were being administered via simple continuous dose rate as of (B)(6) 2017 : hydromorphone with concentration 15.0 mg/ml at a dose rate of 4.169 mg/day, and baclofen with concentration 75.0 mcg/ml at a dose rate of 20.845 mcg/day. It was noted that as per a physician, the dose rate of hydromorphone was changed from 4.169 mg/day to 3.752 mg/day. The pump was returned to the manufacturer.

Manufacturer narrative:
'Malfunction' box should not have been selected. The event was reportable for a serious injury (which had been previously selected). Analysis found that there was corrosion/wear/lubrication on the pump motor gear train and there was a stall due to shaft bearing on the pump motor gear train. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 75 mcg/ml baclofen at 20.845 mcg/day and 15 mg/ml hydromorphone at 4.169 mg/day via an implantable pump for non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported that a motor stall and tube set occurred. The patient had not recently had an MRI. It was noted the patient was feeling "crummy". The event date was noted to be (B)(6) 2017. The pump was replaced on (B)(6) 2017 and the event was resolved. The pump was in the rep's possession and would be returned to the manufacturer. No further complications were reported.